Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 51 events were originally reported for this failure mode during the reporting quarter. - 16 events were inadvertently excluded. - 67 reported events are included in this follow-up record. Product return status 31 devices were received. 36 devices were evaluated in the field. Event confirmation status 66 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 67 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 67 </noe> malfunction events in which the device had paint chips missing. 67 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 51 events were reported for this quarter. Product return status: 15 devices were received. 36 devices were evaluated in the field. Event confirmation status: 50 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 50 devices were found to be affected by missing paint chips. 1 device had no problem found. Additional information: 51 devices were not labeled for single-use. 51 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 51 </noe> malfunction events in which the device had paint chips missing. 51 events had no patient involvement; no patient impact.